Manufacturer narrative:
(B)(4). Age at time of event reported as (B)(6). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the used device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing and pressure testing were performed with no issues noted. Functional leak testing revealed a leak from the pediatric filter area. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3 lead extension set with 0.22 micron filter leaked from its filter. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 1 of 3 for this patient.